Manufacturer narrative:
Zimvie complaint number: the following fields have been updated: b4: date of this report. B5: describe event or problem. D2a: common device name. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc442u (certain low profile one-piece abutment 4.1mm(d) x 2mm(h) for evaluation. Visual evaluation was performed, product shows signs of wear/use. Healing caps would not disengage from the abutment. Unable to confirm loosening with all the available information. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilpc442u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The abutment had a healing cap stuck to it. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided, d4: additional device information unknown / not provided, h4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that the transepithelials were loose and came out attached to the healing caps, that the procedure was completed using other items, and that the affected implant positions were numbers 11 and 14. He also reported that the bone type is unknown and that there was no negative impact on the patient¿s health.